Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The filament was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had an intermittent low ma error message. No pt injury was reported.